Manufacturer narrative:
No complaint received with return of device. (B)(4).final analysis found an insulation breach due to degradation at 5.3 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.